Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient experienced a short study associated with the capsule detaching early from the patient's esophagus during an esophageal procedure. An xray was performed on the patient and showed that the capsule was still in esophagus. The patient advised them the recorder was beeping and flashing red during procedure. Another xray was performed on (B)(6) 2016 and it showed that the capsule had passed and the problem was resolved. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the study was 08:17:05 in duration instead of 48 or 96 hours. There are no high readings in the provided data and the ph readings are normal throughout. There are also multiple symptom button indications throughout the recording, which indicates proper functioning of the recorder. The data cuts off suddenly, which does not agree with the customer's complaint of an early detachment as this would have affected the ph levels in the data. A review of the device history record indicates that the product was released meeting finished product specification. As only the data was provided for review and no equipment was returned, the cause of the failure could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.